Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that ryan, an ICU rn, called for assistance due to suboptimal augmentation observed on a cardiosave iabp during patient use. No patient harm or injury was noted. Ryan described a drop in blood pressure (81/52 mmhg) and augmentation (83 mmhg), along with a noticeable decrease in helium levels. He also mentioned prior timing adjustments made in semi auto mode, which were reverted to auto due to ineffectiveness. The arterial waveform showed equal peak heights, and the console image revealed ECG artifact, minimal whip via fiber-optic source, and pressures of 78/50 (70) with augmentation of 82. Troubleshooting included replacing ECG electrodes with doppler gel, flushing the inner lumen, and comparing fo and transducer waveforms¿both showed whip, though the transducer displayed slightly improved augmentation. Ryan confirmed catheter patency based on forward flow during flushing. A chest x-ray indicated the iabp was well positioned, though further verification referencing intercostal spaces was recommended. Timing assessment showed appropriate trigger markers and inflation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, d1, d4 catalog, verson/model and UDI# it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had suboptimal augmentation. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer noticed 2 concerning trends over the last few hours. The patient's pressure was currently 81/52 and the augmentation is only 83. It appears the helium meter is considerably lower than it was when the patient arrived. The customer wanted to make sure nothing was going on, and were informed by others that they were having issues so the timing was adjusted in semi auto mode for a while but then set back to auto because it didn't work. Personnel received an image of the console screen, which showed an ECG waveform with artifact present, a heart rate of 79, an arterial waveform with minimal whip present via fiber-optic source with pressures of 78/50 (70), an augmentation of 82. Troubleshooting began by having the customer replace the electrodes using a small amount of doppler gel and correct placement for optimal ECG signal quality. Then the customer placed the console in standby and flush the inner lumen for 20-30 seconds. After flushing, therapy was restarted and the whip was still present in the waveform, as well as the suboptimal augmentation. The customer unplugged the fo cable to compare the transducer waveform which also displayed whip, but with a slightly improved augmentation. After comparing the 2, the customer felt confident the inner lumen was patent by the forward flow in the drip chamber during flushing the inner lumen. Personnel asked about the most recent chest x-ray verifying placement. Customer informed that the impression read that the "iabp appears well positioned in the aorta." Customer was educated on recommendation for placement is to visualize the radiopaque marker between the 2nd and 3rd intercostal space and asked them to request the radiologist to read the placement refencing the intercostal spaces or ask the physician for an updated chest x-ray to verify placement, as the previous was several hours earlier. Personnel discussed with the customer the reasons for catheter whip and suboptimal augmentation, and whip present in both arterial sources. Personnel then provided direct contact info should they have anymore questions.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site full name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that ryan, an ICU rn, called for assistance due to suboptimal augmentation observed on a cardiosave iabp during patient use. No patient harm or injury was noted. Ryan described a drop in blood pressure (81/52 mmhg) and augmentation (83 mmhg), along with a noticeable decrease in helium levels. He also mentioned prior timing adjustments made in semi auto mode, which were reverted to auto due to ineffectiveness. The arterial waveform showed equal peak heights, and the console image revealed ECG artifact, minimal whip via fiber-optic source, and pressures of 78/50 (70) with augmentation of 82. Troubleshooting included replacing ECG electrodes with doppler gel, flushing the inner lumen, and comparing fo and transducer waveforms¿both showed whip, though the transducer displayed slightly improved augmentation. Ryan confirmed catheter patency based on forward flow during flushing. A chest x-ray indicated the iabp was well positioned, though further verification referencing intercostal spaces was recommended. Timing assessment showed appropriate trigger markers and inflation.